Manufacturer narrative:
This report contains follow-up device evaluation information for manufacturer report number 2531779-2011-03966. Device evaluation: the pump was returned and evaluated by product analysis on 06/10/2011 with the following findings: the download history verified that there was no cartridge detected warnings on 05/10/2011. When the load step was activated during investigation the piston continued forward pushing out all fluid. The pump alarmed no cartridge detected. A force sensor calibration test confirmed the sensor was unable to detect force at 5 lbs. The force sensor housing plate was found to be damaged (dimpled). The sensor was tested and was found to be out of calibration.

Event description:
This report contains device evaluation information for manufacturer report number 2531779-2011-03966.